Event description:
Boston scientific crm received information that this device detected high, out of range shock impedances. An invasive procedure was performed and identified that the device's header was loose. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. The wires had evidence of cyclical fatigue fractures as well as ductile fractures. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.